Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier fired successfully twice then stopped working. A clip was found to be lodged at the end of the applier and the handles were immobile. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product auto endo5 ml lot # 73b1800677 was manufactured on 03/05/2018 a total of (B)(4) pieces. Lot was released on 03/06/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. On the second attempt, no clip fired. Another attempt was made and, once again, a clip was able to properly load and was successfully applied to over-stressed surgical tubing. The misfire on the second attempt indicates that the clips were out of position in the channel and stacking on one another which would prevent the clips from loading properly. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional inspection, both of the clips were able to fire properly. However, on the second attempt, no clip fired. The misfire on the second attempt indicates that the clips were out of position in the channel which would prevent the clips from consistently loading correctly. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the applier fired successfully twice then stopped working. A clip was found to be lodged at the end of the applier and the handles were immobile. There was no patient injury.